Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.0cm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 22.3mm and the distal neck diameter was 25.6mm. The proximal neck length was 14.5mm. It was reported that during the index procedure, the final angiogram revealed that the patient¿s sharp shouldered conical neck allowed graft to pull down with balloon dilation. No endoleak was noted; however, due to the short neck (14mm) and the proximal graft landed approximately 10mm from the lowest renal, the physician added an endurant cuff and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).